Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlates to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Event description:
Approximately five months after the implantation, the patient developed red urine and elevated vad power consumption and estimated flows. The patient was treated with two systemic boluses of tpa followed by an infusion. The patient's vad parameters normalized after the second bolus was given. The patient was reported to be doing well after this treatment with normal colored urine and was discharged home a day later.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.